Event description:
The customer reported that the device knife would not retract and the jaws could not be re-opened while applied to tissue. The surgeon removed the instrument with no tissue damage or injury. The surgeon opened another instrument and successfully completed the procedure.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. It the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.